Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed by the user facility using neodisher endo sept ga. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a belimed automated endoscope reprocessor, wd430.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: pseudomonas aeruginosa (2 cfu/20ml) air/water channel: pseudomonas aeruginosa (5 cfu/ml) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.